Manufacturer narrative:
(B)(4). Batch # p9365c. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. In addition, an internal electrical test was performed that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to what caused the hand activation issues reported. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure; the device is continuously disconnecting and there was an error message. There are seven uses remaining. A spare device used to complete the procedure. No harm to the patient reported.